Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution set with duo-vent spike were leaking from the injection port. It was not specified when in the process these issues occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage under water were performed on the samples, and it was noted that sample #1 had a leak at the first y-site clearlink and there were no defects observed in sample #2. Priming was performed, and no defects were observed in either sample. Both samples were left running for 24 hours by gravity simulating the usage process and no defect was observed. A psi water referee back pressure test was performed on all the clearlinks, and a leak was noted at the y-site of the first clearlink of sample #1 and no defect was observed in sample #2. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.